Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery."

Event description:
It was reported that the customer inadvertently input am instead of pm into pump time setting. Blood glucose was 103 mg/dl. Tandem technical support assisted the customer with correcting the time.